Event description:
It was reported that during a post implant check, an x-ray confirmed a dislodgement of the ventricular lead. The patient was brought back into the catherization lab for revision. It was found prior to the lead revision that the lead had perforated the right ventricle. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.